Manufacturer narrative:
Delay of submission because the late creation of notification. Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shuntsystem (part # fv439-t) was believed to be not adjustable in sterile packaging before surgery. The complaint device will be returned to the manufacturer for evaluation. No patient involvement.

Manufacturer narrative:
Visual inspection in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damage, deformation of the housing, deposits or other abnormalities. The following observations were made during the visual inspection: - deformation of the housing. - pressure markes on the sterile bag excessive pressure on the valve, for example from the adjustment tool, can affect the integrity of the valve. A handling description is provided on the packaging and in the IFU. Braking force and brake function test: the braking force and brake function test investigates whether the brake function of the adjustable valves is present and how much force must be exerted on the housing to release the rotor to adjust the valves using the integrated magnet of a specific measurement apparatus of braking force. The brake function of the progav did not operate as expected. Due to the non-functionality of the brake function the braking force of the progav is unable to be measured. Adjustability test: in this step, it was investigated whether the adjustable progav can be successfully set to each specified pressure setting. It was checked whether the valve is fully adjustable within the full range of specified pressure settings. The progav was found to be adjustable to all pressure settings, but the brake function was not given. Results: based on our investigation results, we can detect a deformation on the housing surface. Excessive pressure on the housing surface with the adjustment tool can cause deformation. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions: from our point of view, no further regulatory actions are required. Return of product: we will return the investigated product to the sender for our own relief.